Manufacturer narrative:
Upon return, the AED underwent bench testing, which identified that the AED was unable to deliver a shock. Further investigation attributed the issue to a broken relay. Although the original customer report did not involve patient use and was not initially considered reportable, the evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical setting. Therefore, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that a defibtech lifeline AED displayed service code 5071. The issue did not occur during patient use. No harm was reported.